Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that their device was showing all three icons (attention, charge-pak and service wrench). The device in this state would likely not have sufficient internal battery power to provide effective defibrillation therapy to a patient, if needed. There was no report of any patient use associated with the reported issue.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. Physio determined that the cause of the reported issue was due to a cracked capacitor, designator c177 from the analog pcb assembly. The cracked capacitor caused electrical leakage leading to the reported issue.